Event description:
It has been reported that the system was unable to expose x-rays. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device has no problem. Upon troubleshooting, fse cleaned and lubricated the system. After cleaning and lubrication, the system was returned to use in good working order. The codes were updated based on the investigation outcome.